Event description:
It was reported that a patient underwent an ophthalmic procedure in 2025 and suture was used. It was reported to the sales rep by the surgeon that during ophthalmic procedure, the suture broke easily. This occurred multiple times. The device is not available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ did the event occur during one or multiple patient procedures? ¿ what is the total number of procedures? ¿ have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). ¿ if this event occurred in multiple procedures, please provide the following information for each patient event: - what was the procedure date? - what is the lot number? - when did the suture break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) the manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/6/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, g1, h4. Additional information was requested, the following was obtained: - did the event occur during one or multiple patient procedures? - the event occurred during 2 individual procedures. - what is the total number of procedures? - 2 procedures - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - no. - if this event occurred in multiple procedures, please provide the following information for each patient event: - what was the procedure date? - both cases were on 10/17/2025 - what is the lot number? -106zte. - when did the suture break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - on 2 separate cases, the suture snapped while dr. D (please refer to the attached email) attempted to tighten down a knot. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) surgical technologist at specialists in green bay, wi